Event description:
It was reported that with 2 lots of bd luer-lok¿ syringe bns "silicone" like foreign matter was discovered. The following information was provided by the initial reporter: our production informed me that they detected silicone inside component 301029.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-mar-2023. H6: investigation summary: ten samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that all the samples have sufficient silicone present in the barrel and on the stopper without excessive stringing. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Since the reported defect is not a true defect, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that with 2 lots of bd luer-lok¿ syringe bns "silicone" like foreign matter was discovered. The following information was provided by the initial reporter: our production informed me that they detected silicone inside component 301029.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1314804. Medical device expiration date: 31-oct-20266. Device manufacture date: 10-nov-2021. Medical device lot #: 2030420. Medical device expiration date: 31-jan-2027. Device manufacture date: 30-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.